Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace system controller and backup battery fault alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 1 day of data ((B)(6) 2021 per the timestamp). Intermittent pump stop events and drops in pump speed were captured from the beginning of the log file (captured on (B)(6) 2021 at 18:29:39) to (B)(6) 2021 at 12:31:42; these events are addressed via the pump investigation. The controller alarmed appropriately for the pump stop events/speed drops. During the pump stop events/speed drops, the log file captured intermittent replace system controller alarms associated with backup mcu faults, backup battery fault alarms associated with backup battery memory tag faults, and time base faults. The alarms resolved on their own each time they activated. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that the system controller was not exchanged and that no products would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 18nov2014. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the replace system controller, backup battery fault, pump off, and low speed alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review showed battery backup faults and replace controller alarms on (B)(6) 2021. Related manufacturer report number # 2916596-2021-02482.